Event description:
Initial report of event rec'd per annual tracking report. Pt had lead replaced on 05/07/1998 and during the night post-surgery, the nurses found her with "one side immobile". Device was explanted on 05/08/1998 and pt has rec'd rehabilitation. Pt presently being treated by another physician other than implanting physician. At last report pt has showed considerable improvement and is ambulating.